Event description:
Reported as the patient requested the device to be removed due to obstruction. Also noted the doctor had trouble removing fluid from the device. A kink was noted in the tubing once the device was removed.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 04/27/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted pulled material from the port septum. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. Obstruction is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." Device labeling addresses the reported event under "precautions" as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a strait line with a gentle arcing transition into the abdomen."